Event description:
Reportedly, during an 8 unit rbc exchange procedure, the ending pt hematocrit (35.8%) was higher than the expected or desired. As a result, the pt was treated with a therapeutic phlebotomy to reduce the hematocrit. Upon follow-up, it was confirmed that the pt is fine.

Manufacturer narrative:
(B)(4). From communications with the customer contact, it appears that the operator incorrectly input a 28% hematocrit (hct) for the pt pre procedure hct, the desired post procedure hct and the replacement rbc hct. The actual pt pre procedure hct was 32.8%. The average hct of the packed rbc replacement fluid was 57%, the cobe spectra rbcx procedural instructions state, "enter actual pt hematocrit. Do not accept the default value to perform this procedure." The procedural instructions also instruct the operator on how to enter the hematocrit and how to view or change any value entered during set-up. After review of this event, the only indication that something is wrong to the machine will be a gradual rise in hct of the pt's blood entering the channel versus the operator's entered pt starting and ending hct. This could lead to a spillover event. The cobe spectra rbcx procedural instructions state, "spillovers can occur if the data you have entered is not accurate. If a spillover occurs, stop the procedure and verify the pt hct and the average hct of the replacement blood." Trends suggest that the event reported is random and isolated on a general basis. From an historical search there have been three similar incidents related to incorrectly entering the hct from (B)(6) 1990 to (B)(6) 2009. This disposable set was unavailable for investigation, although it is unlikely that this disposable set cause or contributed to this failure mode. If the kit is later received and findings differ from the information presented in this record, an addendum will be added to this report.